Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test, rewind and basic occlusion test. Unit was unable to prime during prime/delivery test due to moisture damage on the force sensor resister. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was monitored for 24 hours, no blank display noted. No battery out limit or failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No connector isolated tape damage noted on lcd board. The insulin pump was received without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Event description:
Customer reported via phone call that the insulin pump had a failed battery test and led to blank display. The patient's blood glucose at the time of incident was 193 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The customer also reported, the insulin pump alarmed with a battery out limit alarm. When the customer cleared the alarm, the failed battery test alarm occurred. The insulin pump was returned for analysis.